Event description:
It was reported that during an unknown procedure the gun jammed during firing. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch #645a38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage and no reload present. Upon visual inspection the anvil was noted partially detached on the proximal end due to one top plastic post damaged as if the anvil was pulled out off the device. In addition, the device was tested for functionality with a test reload and during functional test, the knob was noted stiff, however the firing sequence was completed without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. It is possible that the damaged on the anvil, caused the knob stiff. The condition of the staple height selector and the anvil is related to an external cause as improper handling. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as no reload was returned for analysis. Additionally a photo was loaded at pc level and it shows the ntlc55 device closed, the firing knob appears to be positioned in the non label side. It can be seen the batch number 645a38, staple height selector in blue position and no reload loaded. A manufacturing record evaluation was performed for the finished device batch number 645a38, and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The lot#434c75 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.